Event description:
Customer reported system will not send images to pacs, and the on/off switch is intermittently not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch and the system interface board. System operates as intended. (B) (4)